Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a spin collar broke while connected to a patient's piv line and infusing ns. There was no patient harm.

Manufacturer narrative:
The customer's complaint of broken spin collar was confirmed. Picture provided by customer observed that the male luer collar of an unknown set to be cracked around the collar. The root cause of this failure was not identified.